Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the customer's insulin pump shut down and reset the time and date after an unexpected restart error alarm. The patient's blood glucose at the time of incident was 152 mg/dl. The alarm history showed that a low battery alert occurred prior to the device's shut-down. No data was lost and the customer was asked to use the proper batteries. The insulin pump was not returned or replaced.